Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date were incorrect; cause was not known. Customer corrected time/date. Customer also reported to have received basal iq suspend/resume alerts when the setting was listed as "off". Customer did not have any bg issues. Current bg was 109 mg/dl. Although multiple attempts were made by tandem technical support for additional information (pump data upload), customer did not reply.